Event description:
It was reported that the patient was experiencing minimal pain relief and had not used her system for several years. The patient underwent an explant procedure to have the system removed. Patient was doing well post operatively with no complications.

Manufacturer narrative:
Device technical analysis: visual inspection of the ipg revealed no anomalies and passed all functional tests. Investigation conclusion: the investigation concluded that the reported event of inadequate pain relief was not confirmed. The ipg exhibits normal device characteristics, therefore the most probable root cause is no problem detected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model : sc-2366-50, serial : (B)(4), lot: 17317383. Product family: scs-linear leads, upn: (B)(4), model : sc-2366-50, serial : (B)(4), lot: 17767536. Product family: scs-linear leads, upn: (B)(4), model : sc-2366-70, serial : (B)(4), lot: 18654359. Product family: scs-linear leads, upn: (B)(4), model : sc-2366-70, serial : (B)(4), lot: 18565719.

Event description:
It was reported that the patient was experiencing minimal pain relief and had not used her system for several years. The patient underwent an explant procedure to have the system removed. Patient was doing well post operatively with no complications.